Event description:
The following report was received from the clinical study: the study's index procedure in 2006, was performed on a 70% restenotic lesion previously treated with a bx sonic bare metal stent in 2005. Procedural details pertaining to the implant of the bx sonic bms are unk and will not be forthcoming. The pt expired approx two days after treatment of the restenotic lesion. The cause of death was noted to be sudden cardiac death. The pt stopped taking clopidrogel 2 days before death due to economical reasons.

Manufacturer narrative:
This is one of two products being reorted for the same event. Please reference mfg reports #: 9616099-2007-00455 and 9616099-2007-00456. Please note: the unk bx sonic bare metal stent implicated in this complaint is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any add'l info will be submitted within 30 days of receipt.